Event description:
Pt admitted to hospital for sepsis related to infected mastectomy site with left chest subcutaneous implantable bard central venous port. Cxr done, pt found to have a fragment of port tubing in her main pulmonary artery outflow tract. Catheter fragment and port removed interventional radiology. Catheter tip sent for culture due to pt's currently infection. (B)(6), bard representative called to report failure. He will pick up the port from (B)(6) and will give it to bard for analysis.